Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the hospital does not allow release of the product. Three out of focus pictures were provided, however, we are unable to determine the root cause from the pictures provided. The cause of reported problem is unk.

Event description:
Received customer medwatch with event desc: I-med tubing spontaneously broke. Tubing of dialysate fluid broke leaving us to prime new tubing set while pt's dialysis was paused on ECMO circuit. Reporter stated that no additional pt or event info is available. No report of pt harm or medical intervention.